Manufacturer narrative:
H2: lot number was updated from unk to rev. 2 : s/n (B)(6) for part number:bi30000554 h3: unable to confirm reported complaint. The image acquisition system (ias) computer passed bench test. Os and imaging application 3.2.1 loaded successful. Bios(date and time) good. Virus scan passed and was installed in imaging system. The system initialized successfully. Motion, generator, communication and charging readied normally. And all calibrations passed with not issue as well as imaging passed. No failure found h610,213,67 are associated with device return and analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: part number: bi30000554. Lot number: rev. 2 : (B)(4). The representative went out to the site to preform a system check out. It was noted that the system did not boot up fully. Once they were able to replace the image acquisition system's computer there was no further issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the system was stuck in "initializing please wait". Reboots did not resolve the issue. There was no patient present.